Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. The customer stated that removing some loctite corrected the high end resistance reading and the o2 reading was resolved by following testing per the philips safety bulletin (sb).

Event description:
The customer contacted philips technical support (ts) stating that the unit had ground resistance that was off and that oxygen (o2) percentage testing was off. The customer reported there was no patient involvement. The event date was not specified; estimate used.